Event description:
Clinical research organization reported patient "died." Device remained implanted. This record is for the left side. There is no device on the right side.

Manufacturer narrative:
(B)(4).